Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing/condition issue. This report is against the battery cap alone. The reporter stated that there was difficulty removing the battery cap as it appeared to be stripped on the top of the cap. The reporter stated that they could not get enough traction with a coin to remove the cap but that they were able to remove the cap with needle nose pliers, then replaced the battery and secured the cap to the pump. Reportedly, the battery cap had been replaced in the last 1 to 3 months and the reporter denied moisture and corrosion to the pump. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.